Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation procedure on (B)(6) 2010. According to the complainant, at approximately seven to eight minutes into the ablation phase of the procedure, a fluid loss alarm error message occurred. Upon examination, fluid was seen within the patient's vagina, and the procedure was immediately aborted. The patient sustained a burn to the mid posterior portion of the vagina. Additional follow up information provided by the physician confirmed a fluid loss alarm error message occurred at a rate of 10 cc's/minute. The patient was not dilated beyond 8 mm. However, a cervical leak did occur. The physician reported the patient sustained a first degree burn which was noticed approximately eight minutes into the ablation phase of the procedure. The burn was located at the mid portion of the right side of the labia minora. The skin surrounding the area of the burn was described as red in appearance. There was no blistering and sloughing of the skin was confirmed. The size of the burn was approximately 2 cm x 1 cm. The physician treated the affected area by applying silvadene cream in addition to a 4 x 4 gauze with room temperature water added. There were no further complications reported with this event. The patient is reported to experience discomfort and is not receiving pain medication as of a recent follow up appointment with the physician. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.